Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens, but the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated the cause of the lens becoming stuck in the cartridge was due to the lens not being loaded correctly.

Manufacturer narrative:
Evaluation:visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.